Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray review of the entire electrode found no anomalies. Inspection of the notch area of the electrode found several bubbles in the polycin vorite, as well as cracks in the insulation that did not reach the sense a lumen. These imperfections would not have caused or contributed to the reported noise, oversensing, and inappropriate shocks that were observed clinically.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks, due to oversensing of noise. Troubleshooting was performed and noise consistent with myopotentials was recreated in the primary and alternate vectors. The myopotential noise was most prominent when the patient would sit up and when coughing. No artifacts were produced when manipulating the device. The secondary vector showed very little noise, and a defect in the electrode was suspected. X-rays were reviewed and no anomaly was visual on the electrode. Technical services discussed potential impairment of the contact in the device header to the sensing node b seemed most likely. It was reported that noise was later reproduced in the secondary vector, and the physician planned to explant and replace the s-ICD system with a transvenous system. The replacement procedure was performed the following month. No adverse patient effects were reported. The explanted products were returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks, due to oversensing of noise. Troubleshooting was performed and noise consistent with myopotentials was recreated in the primary and alternate vectors. The myopotential noise was most prominent when the patient would sit up and when coughing. No artifacts were produced when manipulating the device. The secondary vector showed very little noise, and a defect in the electrode was suspected. X-rays were reviewed and no anomaly was visual on the electrode. Technical services discussed potential impairment of the contact in the device header to the sensing node b seemed most likely. It was reported that noise was later reproduced in the secondary vector, and the physician planned to explant and replace the s-ICD system with a transvenous system. The replacement procedure was performed the following month. No adverse patient effects were reported. The explanted products were returned for laboratory analysis.